Manufacturer narrative:
Product event summary: the mapping catheter 990063-015 with lot number 218752110 was returned and analyzed. Visual inspection of the mapping catheter showed the introducer was stuck inside the pebax tubing, and the loop was damaged. Mechanical verification of steering functioned as normal. The catheter was connected to the diagnostic computer and channel pairs 2-3 and 3-4 were displaying noise. Dissection of the catheter and found that electrode-wire #3 had broken off from the weld. In conclusion, the mapping catheter failed the returned product inspection due to the loop kink. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the mapping catheter subsequently tested out of specification per the manufacturer's investigation.